Event description:
Report received of an undocumented number of tubing "rips" that have occurred uring high powered injections of CT contrast. No specific pt info was provided, but all were requiring CT scans with contrast of either the chest or abdomen. The pts had peripheral IV angiocatheters connected to the extension set and was set to deliver 100cc of contrast at 1 cc/second. The psi was unknown to the reporter, but the injector has a maximum pressure limit of 300 psi. It was reported that within the first 30cc of contrast injected, the extension sets have "ripped". There have been several incidents of bleed back, but no significant blood loss was reported. The IV site and extension sets were changed, the infusions resumed, and the studies have been completed with no further problems. There have been no reported adverse pt effects of significant delays in diagnostic testing. Add'l info was requested, but no further info was provided.